Event description:
Caller reported a malfunction alarm related to a cgm error 42 with their sensor. There was no adverse impact to the customer¿s blood glucose level. Cts provided information for a complete pump reset, and after following the instructions, the caller successfully started their sensor session without any further errors.